Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level reported. The customer tried using the current equipment, and a replacement charging cable and wall adapter were arranged for delivery by tandem technical support. The pump began charging during the call, but the customer opted to receive the new supplies as a precaution, planning to follow up if further issues occur.